Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant elecsys ca 19-9 immunoassay (ca 19-9) result for 1 patient sample on a cobas e 801 module. The initial ca 19-9 result was 70.1 u/ml and the repeat result was 10.5 u/ml. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The ca 19-9 reagent lot number was 306413 with an expiration date of 04/30/2019.

Manufacturer narrative:
Based on acceptable qc data the investigation determined that a general reagent issue can most likely be excluded. The investigation was unable to find a definitive root cause.